Event description:
This kit was used for tests for stomach and lung cancer. The procedure had not been approved by FDA in 2003 when it was used. Test was discontinued the following month hospital still used the test.